Event description:
It was reported that the patient was implanted for trial stimulation, including a bi-wing anchor. The day after implant the patient complained that the stimulation had changed. An x-ray showed lead dislocation. A revision was done on (B)(6) and it was noted that the lead was slightly curled up out of the epidural space, and the anchor was still attached. It was reported that the patient outcome was fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2012-(B)(6), product type lead, product ID 97792, serial# unknown, implanted: 2012-(B)(6), product type accessory 10. (B)(4).

Manufacturer narrative:
Product ID 3877-45, lot# unknown, implanted: 2012-(B)(6), product type lead.